Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-72570. Related manufacturer report number: 2017865-2023-72572. It was reported that the patient expired due to cardiogenic shock caused by non-st elevation myocardial infarction. No further information was available.